Event description:
See initial report.

Manufacturer narrative:
H.10: a livanova field service representative was dispatched to the facility to investigate the device. He replaced the encoder and the o-ring which was worn. The issue was solved. Functional verification testing was completed without further issues and the unit was returned to service. Based on the above results the event has been re-evaluated as non reportable since the closing function of the clamp following to a pump failure is not impacted.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the electrical venous occluder (evo). The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Livanova (B)(4) initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a electrical venous occluder (evo) control unit failed to change the clamp position during priming. There was no patient involvement.